Event description:
It was reported that the customer experienced an elevated blood glucose. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer delivered a bolus via the pump and administered a manual insulin injection to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Additional information was received regarding the reported touchscreen issue. The alleged lines on the screen were corresponded to the control iq software and were expected to display on the screen. H6 medical device problem code 1408-removed, h6 medical device problem code 2993- added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen "sporadically" displayed red lines on the screen. Additional information was not provided. In addition, it was reported that the customer experienced an elevated blood glucose. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer delivered a bolus via the pump and administered a manual insulin injection to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.